Event description:
It was reported that upon patient's visit to the clinic, it was noted that this right ventricular (rv) lead exhibited a fracture. The patient experienced inappropriate anti-tachycardia pacing (atp) due to noise that was oversensed. Reportedly, the noise appears both electromagnetic interference (emi) and fracture noise. Further evaluation from technical services (ts) was requested. This rv lead remains in service. No additional adverse patient effects were reported. Additional information provided regarding ts analysis results indicates that the noise on the rv sensing and shock channel indicate a lead impairment. The rv lead also exhibited high out of range pace and shock impedances. In addition, the reviewed episodes show oversensing of the minute ventilation sensor signal. It was also noted by ts that the device was reprogrammed to monitor only on (B)(6) 2021 to prevent inappropriate therapy delivery. Rv lead replacement was recommended. The lead remains in service and there is no evidence of a replacement procedure being scheduled at this time. No additional adverse patient effects were reported. Additional information regarding the lead revision has been requested. As per the field representative, the device system appears to have been revised, however, no further information regarding the rv lead and device system status was provided despite several attempts to obtain additional information. The complaint device was not returned to boston scientific, product analysis could not be performed.

Event description:
It was reported that upon patient's visit to the clinic, it was noted that this right ventricular (rv) lead exhibited a fracture. The patient experienced inappropriate anti-tachycardia pacing (atp) due to noise that was oversensed. Reportedly, the noise appears both electromagnetic interference (emi) and fracture noise. Further evaluation from technical services (ts) was requested. This rv lead remains in service. No additional adverse patient effects were reported. Additional information provided regarding ts analysis results indicates that the noise on the rv sensing and shock channel indicate a lead impairment. The rv lead also exhibited high out of range pace and shock impedances. In addition, the reviewed episodes show oversensing of the minute ventilation sensor signal. It was also noted by ts that the device was reprogrammed to monitor only on (B)(6) 2021 to prevent inappropriate therapy delivery. Rv lead replacement was recommended. The lead remains in service and there is no evidence of a replacement procedure being scheduled at this time. No additional adverse patient effects were reported.